Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to a continuous glucose monitor. The reporter claimed obtaining blood glucose readings of ¿329mg/dl¿ with the subject meter and ¿249mg/dl¿ on a continuous glucose monitor. At the time of troubleshooting a control solution test fell outwith lifescan's accepted criteria as printed on the test strip vial. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.